Manufacturer narrative:
No service has been requested on the ventilator, which was replaced with a new ventilator and the alarms did not return. The ventilator logs were provided. Evaluation of received event log confirms alarms were generated for high continuous pressure and high peep, which indicate a high expiratory resistance. With a high expiratory resistance the patient may not be able to fully expire under the expiration phase before initiation of a new inspiration phase which will lead to the above alarms. High expiratory resistance can be due to accessories in the patient circuit including the mechanical properties of the patient or the parameter and alarm limit settings. According to the test log, the ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Our conclusion based on the log evaluation is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. A possible cause of the increase in airway pressure was an occluded expiratory bacterial filter. However, since no parts were returned for investigation, it has not been possible to determine the exact root cause of the reported event. H3 other text : 4117

Event description:
Manufacturer's ref #: 244293.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high peep and continuous high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).